Manufacturer narrative:
(B)(4). Additional information: were any noises such as whistling or hissing heard? Yes describe the noise: slow hiss. If yes, did the noise prevent insufflation? Yes. Was there a drop in pressure? Yes. Did this affect the surgeon's visibility? No. What was the gas consumption rate or volume (litre/minute)? Ten. Was the user able to identify where the leak was coming from? Yes if yes, where? Membrane. Was a device inserted into the trocar during leaking? Yes. If so, what was the device? Camera. Was any torque being applied to the trocar or device? No. Membrane was leaking, could not insufflate and hold. The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking and they could not insufflate the patient's abdomen. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.